Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms resulting in a lead safety switch. Additionally, loss of capture (loc) and noise were observed. The cause of the reported allegations is believed to be a subclavian crush/insulation issue, as indicated by the gradual rise in impedance measurements. Reprogramming was performed. No adverse patient effects were reported. This lead remains in service.